Event description:
Segments were missing on the meter. The pt tested at home around 7am and obtained a 127 mg/dl. No info if the pt took any diabetes medication based on the 127 mg/dl. Two hours later, the pt went to work and was confused, was sweating and lost consciousness. The pt did not test on his meter; however, his co-worker contacted emt's who treated him with IV fluids. Paramedic's tested the pt on their device and received a 20 mg/dl. No info on the condition of test strips or the pt's diabetes regimen. It is not clear which segements on the display were missing. Customer service sent the pt replacement meter.